Event description:
It was reported that the arctic sun device was getting a low flow alert. The flow rate was 1.3 l/m and patient was in proned position. It was found that no kink in the line. The arctic gel pad was reconnected using proper technique with no improvement in flow. While waiting for flow rate to stabilize, device had displayed an alert 113 (reduced water temperature control) and water level with 4 bars. The device was drained at 300cc which was draining very slow. The patient was switch out device. The device was labelled as low flow with alert 113 (reduced water temperature control) and sent to the biomed for evaluation. The patient was switched to second device and the flow rate was still on the low side. It was advised to switch out the pads.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting a low flow alert. The flow rate was 1.3 l/m and patient was in proned position. It was found that no kink in the line. The arctic gel pad was reconnected using proper technique with no improvement in flow. While waiting for flow rate to stabilize, device had displayed an alert 113 (reduced water temperature control) and water level with 4 bars. The device was drained at 300cc which was draining very slow. The patient was switch out device. The device was labelled as low flow with alert 113 (reduced water temperature control) and send to the biomed for evaluation. The patient was switched to second device and the flow rate was still on the low side. It was advised to switch out the pads.